Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7071917 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7072055 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing stimulation on non-target area despite multiple reprogramming attempts. It was stated that the implantable pulse generator (ipg) had migrated along with the spinal cord stimulator (scs) leads. The patient underwent a procedure wherein the ipg and leads were explanted and the explanted devices will not be returned.